Event description:
During surgical procedure with the harmonic device being used the tip separated from the equipment and was not found. Presumed to be in the pt's pelvis. A second harmonic device was opened and used. This device, the white tip split in two causing malfunction of the device. A third piece of equipment was opened which performed correctly. Pelvis was suctioned and irrigated thoroughly without finding the original white tip of the device. Diagnosis or reason for use: used during hysterectomy. Dates of use: (B)(6) 2014.